Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported inaccurate cuts. Mps said trials were very proud. They went back for second pass and the screen displayed cuts were already deep but the sawblade continued to take off 2mm+ of bone. All presurgery checks passed, rio registration had no issues, and checkpoints passed without issue. True checkpoint used, not the array. Planar probe was used to verify cuts. On two cuts, it looked good. When checking the posterior chamfer cut, the probe could not be recognized. Confirmed vizadiscs were fully seated, wiped, and visible. Or personnel was blocking tibia array but surgeon was able to pass tibia checkpoint. Requested logs.

Event description:
Mps reported inaccurate cuts. Mps said trials were very proud. They went back for second pass and the screen displayed cuts were already deep but the sawblade continued to take off 2mm+ of bone. All presurgery checks passed, rio registration had no issues, and checkpoints passed without issue. True checkpoint used, not the array. Planar probe was used to verify cuts. On two cuts, it looked good. When checking the posterior chamfer cut, the probe could not be recognized. Confirmed vizadiscs were fully seated, wiped, and visible. Or personnel was blocking tibia array but surgeon was able to pass tibia checkpoint. Requested logs.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: work performed: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: ran all checks and calibrations on the system. No issues noticed with checks or calibrations. I did notice the camera had a lot of fingerprints and was smudged. I cleaned the camera with a lens wipe and dry cloth. I also replaced the calibration ee bar due to the magnet being missing. Loaded the new calibration constants. Disk left in the robot. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use and an updated version of the software was installed. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.